Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 160 mg/dl. Reportedly, the customer was unable to clear the alarm. The customer has manual injections available as alternate insulin therapy.